Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient stated that after wearing the device for about 8 hours, she began to experience pains that she hadn't felt in about 1-2 weeks. The patient stated that the day she put on the device, by the end of the day she was in severe pain, and it took her 2 minutes to stand up and walk. The patient did not wear the device at night because of pain. The patient contacted a zimvie sales representative who advised her to stop wearing the device conduct the timed test and call back if any issues. No additional consequences have been reported at this time.

Event description:
It was reported that the patient stated that after wearing the device for about 8 hours, she began to experience pains that she hadn't felt in about 1-2 weeks. The patient stated that the day she put on the device, by the end of the day she was in severe pain, and it took her 2 minutes to stand up and walk. The patient did not wear the device at night because of pain. The patient contacted a zimvie sales representative who advised her to stop wearing the device conduct the timed test and call back if any issues. No additional consequences have been reported at this time. The product was not returned for evaluation.

Manufacturer narrative:
Corrections date of this report added, the product was not returned for evaluation, manufacturer address and email address, contact office and manufacturer site, report type, device code, impact code. Additional information - device manufacture date, method. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Manufacturer narrative:
UDI related data quality updates only - a supplemental report is being submitted to address the discrepancies between FDA medwatch form 3500a and gudid. Corrections: d1: brand name, d2a: device common name, d4: model number, g4: PMA/510(k)#, h4: device manufacture date, h5: labeled for single use, h6: evaluation codes. Additional information: b4: date of this report, g3: date received by manufacturer.

Event description:
It was reported that the patient stated that after wearing the device for about 8 hours, she began to experience pains that she hadn't felt in about 1-2 weeks. The patient stated that the day she put on the device, by the end of the day she was in severe pain, and it took her 2 minutes to stand up and walk. The patient did not wear the device at night because of pain. The patient contacted a zimvie sales representative who advised her to stop wearing the device conduct the timed test and call back if any issues. No additional consequences have been reported at this time. The product was not returned for evaluation.